Event description:
Customer reported that an infant was placed on nasal continuous positive airway pressure. Upon arrival in nicu respiratory therapist started heater. After 1.5 hrs, the respiratory therapist noted the infant's nose was red. The infant's nasal septum was burned. According to customer, this was the result of a user error. The normal hosp protocol is to have the heater set at 2, and in this case the user had set it to 6, which is too high a setting for the type of pt connection being used.